Event description:
It was reported that during a procedure, the handle broke. Requested additional information, but to date no information has been received.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been received at the manufacturing site and is currently being evaluated. Based on the information known at this time, the results are inconclusive and the root cause of the event is unknown.